Event description:
Procedure type: splenectomy. According to the reporter: surgeon placed egiaustnd with a (B)(4) reload around the splenic artery and vein, fired and the blade deployed properly, however, the staples did not properly deploy and form resulting in a severe bleed and blood loss. Stopped by surgeon and repair with suture and tamponade. There was unanticipated tissue loss. There was blood loss of more than 500cc. Needed 3 units of donor blood. The extension was extended by more than 1 inch. There was no delay for more than 30 minutes.

Manufacturer narrative:
(B)(4).